Event description:
Post-operative wound infection. Pt with history of subdural hematoma evacuated in 2001 returned to office in 2002 with infection at surgical site (had been previously treated at primary care physician's office). Admitted for I & d of site. Pt recovered and was discharged. Incision clean and dry. Not the actual stitch available for eval but rptr has sutures from this lot.